Event description:
The following has been reported: biomed reported : persistent air in line error patient harm : no stopped active infusion : no. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device was giving erroneous air in line warnings. The device was reverted to manufacturing mode and failed set ID and bubble detector testing for unexpected air detection. No additional damage was identified.